Manufacturer narrative:
The recipient's device was reportedly explanted on (B)(6) 2017. The recipient was reimplanted with another cochlear device. The recipient's site looks good.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced electrode extrusion. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.